Event description:
On (B)(6) 2013, the reporter contacted lifescan germany, alleging inaccurate results of "289, 226 and 112 mg/dl" with the subject meter and "224-227, 164-171 and 85-88 mg/dl" with other devices, performed within an unspecified time of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned on and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings:the meter met specification and was found to function properly. The meter was tested and the complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.